Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was not impacted due to the alarm 19 issue. The customer reported a bg level of 493 mg/dl due to not delivering a bolus after having a drink at lunch. The bg level was addressed with a bolus delivery via the pump . It was confirmed that the customer had an alternate pump, and manual insulin injections available as alternate insulin therapy.

Manufacturer narrative:
No hardware issues were observed that could have caused the high bg reported issue.